Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server users were required to make multiple attempts to log in to the es server website. When login attempts fail, the error message unable to authenticate was displayed. When a login was successful, the page failed to fully load and remained stuck on a continuous loading screen. The customer confirmed that all users were affected, and the issue began yesterday, indicated a widespread server-side authentication or application loading issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.